Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the reported issue was misalignment of the jaw and there was no report of fragments falling from the device while used within a patient. It was unknown how long the instrument was in use prior to the issue and if the instrument collided with any other instruments or other hard material during the surgical procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument was not cutting properly. The initial report indicated that it was unknown if a fragment fell inside the patient. The procedure was continued with a backup instrument. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and were aligned. The instrument passed the handling test in three of three attempts. No failures were found in the logs. The instrument was fully functional with no product issue identified.

Event description:
Refer to h10/h11 for follow-up information.